Event description:
A customer reported multiple patient with diffuse lamellar keratitis in both eye post lasik procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. According to initial report site reviewed sterilization technique, air filters in the or were changed, cleaning products for the or floor were reviewed one week post-op examination did not confirm any dlk. During technical site visit fse (filed service engineer) performed device verification and confirmed that system passed system calibration verification. Not enough information was provided to properly perform an investigation. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).